Manufacturer narrative:
Product ID: 3889-28, lot# va06evy, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
It was reported the patient lost therapeutic effect ¿just a few days ago.¿ the patient was able to switch programs. The patient then felt stimulation and was to monitor their symptoms and adjust accordingly. Additional information received reported the patient never had therapeutic effect. The patient experienced a loss of bladder control and had frequency. It was stated that the patient¿s symptoms had not improved since implant and were possibly worse than before they got the device. All four programs had been tried without success. The patient had a ¿few¿ falls a ¿few¿ weeks ago. The device was not checked after the falls. It was indicated the patient had to turn stimulation down low at night because it was causing a lot of pain in their testicles. Stimulation would be turned up in the morning and the patient would feel a flutter, but it would go away. The patient was not keeping a voiding diary. Additional information reviewed indicated that patient was still going to the bathroom all the time and was not helping. Additional information reviewed reported that patient was having these problems since he fell up at his relative resident¿s a few weeks ago and the exact date of the fall was unknown. It was also noted that patient started feeling pain at night the last few weeks from the day of the call.